Manufacturer narrative:
Correction toproblem description, submitted 07/12 /2016 as follow-up #1: upon review of the complaint record, the alleged issue was deemed to be one of intermittent power, not a call service alarm as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted multiple communication alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.